Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction was suspected. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient will undergo an ipg replacement procedure.